Event description:
This report summarizes one (1) malfunction event. A review of the events involved the abutment screw binding within another device. No patient adverse events were reported. No information regarding patient demographics were provided.